Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 8 vtb042521 from lot number 0000188537. Using microscope visually checked files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using (B)(4) on nikon 4 according to (B)(4). Returned product has been analyzed and was found in compliance with specifications. No broken files was returned. Nothing unusual to report was found during DHR review.

Event description:
It was reported that a profile vortex blue file broke during use. The broken piece could not be retrieved and was incorporated into the filling.